Event description:
It was reported that upon receipt at the user facility, a frosted layer of substance, about 1/3 to 3/8 inch thick, was found on the shield of the hood. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that upon receipt at the user facility, a frosted layer of substance, about 1/3 to 3/8 inch thick, was found on the shield of the hood. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon inspection by a manufacturer repair technician, no failure was found. It was found that the protective layer was still on the faceshield. The hood is not a repairable device and will therefore not be returned to the user facility.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.